Event description:
The patient reported that she is having syncope since the second week of (B)(6). The patient reported that her physician informed her that she is experiencing orthostatic hypotension and needs to drink more water. The patient reported that the physician also told her that there could be a relationship between the vns and syncope and that she should follow-up with her neurologist. The patient plans to follow-up with the neurologist. Attempts to obtain additional relevant information have been unsuccessful to date.